Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating ((B)(4)) to treat a thoracic aortic aneurysm. During the procedure, right external iliac artery was injured on withdrawing the sheath after tag implant. The diameter of iliac artery was 7.8-8.8mm. The sheath outer diameter was 9.1mm. The physician commented he felt strong resistance when inserting the sheath. Bare metal stent was used for repairing. The patient tolerated the procedure. No further information was obtained.